Manufacturer narrative:
Conclusion: distal emboli are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00212, 00213, 00214, 00215. The hospital discarded the device.

Event description:
The patient underwent a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system velocity delivery microcatheter, penumbra system 3max reperfusion catheter, penumbra system 4max reperfusion catheter, penumbra system 5max reperfusion catheter, and a penumbra system 4max separator. Following the procedure, final angiography showed a few scattered distal emboli within the anterior division branches. The emboli have a possible relationship to the velocity microcatheter, 3max catheter, 4max catheter, 5max catheter, and the 4max separator.